Event description:
During routine testing of the device at the svc ctr, the user observed an "f039" error code recorded in the electronic erasable programmable read only memory. The monitor was originally returned for repair due to a failure to boot up when the recorded error code was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.